Event description:
It was reported that during a lysis of adhesion procedure, the generator displayed message to tighten assembly. The device was tighten and then a message to replace the instrument. The generator was then turned off/on and the same thing happened. It was not reported how the procedure was completed. There was no patient impact reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. During the analysis of the device no tighten assembly or replace instrument screen errors were displayed. No conclusion could be reached as to what caused the damaged to the hand activation buttons.